Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The prime test, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No crack on the display window or black spot on the screen was noted. No missing segments or partial display was noted.

Event description:
It was reported that customer's insulin pump has a cracked screen and it alarmed button error. The screen is black on the bottom. Customer's blood glucose was 6.1 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.